Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced asthenia ("debilitating chronic asthenia"), arthralgia ("arthralgia") and myalgia ("myalgia"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, arthralgia and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal and myalgia with essure. Lot number: 857589, manufacturing date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced asthenia ("debilitating chronic asthenia / intense chronic asthenia"), arthralgia ("arthralgia") and myalgia ("myalgia"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. The patient was treated with surgery (essure removal - laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the asthenia, arthralgia and myalgia had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Lot number: 857589 manufacturing date: 2011-05 expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2020: patient information and initials (from ?? To (B)(6)) updated; events outcome updated; removal method updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced asthenia ("debilitating chronic asthenia"), arthralgia ("arthralgia") and myalgia ("myalgia"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, arthralgia and myalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, medical device removal and myalgia with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.